Event description:
It has been reported to philips that the system failed start up. The system was checked and no problem observed anymore. The system is operational. It is unknown if the device was in clinical use. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) visited onsite and identified that the system has start-up problem. The fse analysed the log file and found that the flexvision pc does not communicate with the host pc software. It was found that the issue was due to the b cabinet which does not turn off when the room is turned off, and therefore the flexvision pc was not stopped, which possessed a problem when restarting the room. The fse found that there was issue with the power supply wiring. To resolve the issue, the fse changed the power supply to b cabinet system by np 202 instead of np 206. After the repairs, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.